Manufacturer narrative:
Since the catalog and lot number of the device was not provided, the UDI, manufacturing date and expiration date are unknown. This is 1 of 2 MDR reports being submitted for this complaint, with associated report numbers of 1058196-2016-00013 and 1058196-2016-00012. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported that during embolization of an intracranial aneurysm with use of an enterprise stent (enc453712/ 10191779), the physician was "unable to successfully push ahead when connected prowler, also cannot be recycled, and this issue is resulting to release half". In addition, the device was used beyond the use by date. The expiration date was 09/30/2014 and the device was used on (B)(6) 2016. It was reported that the outcome of the procedure was unknown; however, there were no potential patient adverse events and no delay in the procedure. The device had been stored as per the labeling instructions. It was reported that the device would be returned for analysis. Additional event clarification has been requested.

Manufacturer narrative:
When the device arrived at the failure analysis lab on 1/29/2016, it was discovered that the prowler microcatheter was packaged inside the pouch with the enterprise. The preliminary analysis completed on 2/24/2016 revealed no damages on the device. The stent was inspected under microscope and no damages were noted on it. The functional analysis was performed, and no complications were noted during the functional test. The received microcatheter was flushed using a lab sample syringe, after that the received enterprise device was introduced into the microcatheter, and it could be advance through of the device to the distal end without any difficulty. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Additional information was received in 02/04/2016. The aneurysm was in the middle cerebral artery. The physician had positioned the stent for deployment by aligning the stent positioning marker of the delivery wire with the target site, and the enterprise had not been advanced further than the point of the prowler select plus (catalog 606s255x/lot unk) microcatheter distal markerband as per the instructions for use (IFU). The stent was partially deployed and could not be recaptured. When attempting to remove the enterprise from the prowler, there was resistance between the enterprise and prowler, and the enterprise became stuck in the prowler. The enterprise and prowler were both removed from the patient. It was reported that a flush had been maintained through the prowler. Neither the prowler nor the enterprise appeared damaged, and the procedure was completed with another microcatheter and enterprise. It was reported that the devices had been prepped and used as per the IFU. It was confirmed that the device had not been used beyond expiration date. The correct event date was (B)(6) 2014. The patient was a (B)(6) female with a history of hypertension and intracranial aneurysm. Conclusion: as reported by a healthcare professional, during embolization of a middle cerebral artery aneurysm with use of an enterprise stent (enc453712/10191779), there was resistance between the enterprise and the prowler select plus (606s255x/lot unk) after the stent was partially deployed, and the stent could not be re-captured. The stent and microcatheter had to be removed as a unit. The devices had been prepped and used as per the instructions for use (IFU). A flush had been maintained through the microcatheter. Neither the prowler select plus nor the enterprise appeared damaged, and the procedure was completed with another microcatheter and stent. There were no potential adverse events, and no delay in the procedure. The devices had been stored as per labeling instructions. A non-sterile prowler select plus 150/5cm microcatheter was received coiled inside of a plastic bag. No damages were noted on the hub. The microcatheter was inspected and no damages were noted on it. The microcatheter was inspected under vision system, and no damages were noted on it. The ID from the microcatheter was measured and was found within specification. The functional analysis was performed. No complications were noted during the functional test. The received micro catheter was flushed using a lab sample syringe (635-002). The 0.018¿ guide wire cordis lab sample was introduced into the microcatheter and it advance smoothly to the microcatheter¿s distal tip without any difficulty, and it passed through the entire microcatheter. The functional analysis with the received enterprise device was performed under investigation # (B)(4) and no issues were noted. Since the lot number was not available, a DHR review could not be performed. The resistance, partial deployment and re-capture difficulty could not be confirmed during the functional analysis. Neither the product analysis nor the DHR for the enterprise or the prowler select plus suggests that the failure could be related to the manufacturing process. Procedural factors and handling process may have contributed to the failure reported. Since there was no evidence to suggest the event was related to a manufacturing issue, no corrective action will be taken at this time. This is 1 of 2 MDR reports being submitted for this complaint, with associated report numbers of 1058196-2016-00013 and 1058196-2016-00012.

Manufacturer narrative:
This MDR is a 30 day report instead of 10 day as previously reported.